Event description:
It was reported that during device upgrade, a decrease in sensing was observed. Lead was capped and replaced. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.